Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4-2 failed to open due to rubbing caused by a broken left-side c channel that supports the drawer assembly. A field service engineer (fse) applied a temporary shim to prevent rubbing and restore functionality until parts were received. Upon arrival of the ordered components, the damaged left-side c channel rail for drawer 4 was replaced, securing the drawer properly within the cabinet. Post-repair, the unit was tested using hardware test application (hta) and the application, confirming that all drawers were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 and 4.2 were not releasing smoothly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.